Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01247.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to deep vein thrombosis (dvt) right leg. Patient is alleging tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "constant chest pain, foot swelling, in both feet, anxiety, mental anguish and stress about the status of my filter and any related injuries" and limited ability to exercise. Additionally, migration has been reported in the review of the (B)(6) 2017 computed tomography (CT) report. Per the (B)(6) 2015 ivc (inferior vena cava) filter placement: "findings: successful deployment of a infrarenal ivc filter with the hook in the renal vein confluence. Subsequent digital subtraction venography demonstrates excellent position of the ivc filter without tilt". Per a review of the (B)(6) 2017 CT abdomen report: "the inferior vena cava filter is seen in the infrarenal location. The superior margin is slightly tilted/slightly angulated slightly anteriorly and is adjacent to the anterior wall of the inferior vena cava. The inferior filler struts show evidence of migration beyond the inferior vena caval wall. All 4 struts appear lo extend slightly beyond the inferior vena cava wall, most noted on the left posterior inferior vena cava filter strut which extends at least 3 or 4 mm posterior to the wall the inferior vena cava, and approximately 6 mm in the craniocaudal dimension. The anterior aspect of the adjacent l3 vertebral body in the adjacent region shows a small region of sclerosis and indentation suggesting potential small region of pressure erosion and bony remodeling from the inferior vena cava filter stent. The right posterior inferior vena cava filter strut also extends well beyond the margin of the inferior vena cava with craniocaudal migration measuring at least 6 mm and is best appreciated on coronal reconstruction image 31 of series 4. There is no adjacent inflammatory change. The inferior vena cava beyond the level the stent does not appear to have any stenosis".